Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: the surgeon had a patient milled for a hip prosthesis to the pan. Reportedly the knob stuck on the battery handpiece/modular for trauma recon system and subsequently ran further the miller and dug into the pelvis. The patient needed an oversized hip socket, fill up to the iatrogenic resulting defect.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. The manufacturing documents were reviewed and no complaint related issues were found.